Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-00908. It was reported that the coating was peeling. The target lesion was located in the mildly tortuous and mildly calcified hepatic artery. Two 140x25cm fathom¿ -16 were selected for use. During advancement to the target lesion, the guidewire was unable to move forward within the microcatheter and got stuck, so it was pulled back. It was then further noted that the surface of the wire was harsh and the coating was peeling off but not completely peeled off. The wire was removed and replaced with another fathom wire which also had the same issue. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.